Event description:
Surgeon had implanted three suretac bioabsorbable devices. One week post-op, patient complained of popping and discomfort. At 6 weeks post-op surgeon chose to re-operate. He noticed fragments of the device and thins device may have pulled out.